Event description:
The distal tip of a xenon curved pedicle probe fractured and broke while removing it from the patient's bone. The detached section, approximately 1.370 in length was removed from the patient causing nearly sixty minute delay in the case.

Manufacturer narrative:
An evaluation of the suspect device revealed the instrument was properly manufactured and released in accordance with design specifications. No irregularities were identified. Bone probes are designed to locate the proper pathway and length of the screw which is to be implanted. When used as intended the instrument would not come in contact with the amount of force required to fracture and/or deform the tip in this manner.